Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. The indication for pump use was chronic low back pain and non-malignant pain. It was reported that the patient thought his pump was not working. He felt pain in his back.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) and a device manufacturer representative (rep). The patient first began experiencing pain and the pump not working on (B)(6) 2016. It was noted that the pump was interrogated and the pump motor had stalled on (B)(6) 2016 at 20:58 and recovered on (B)(6) 2016 at 10:41. The pump then stalled again on (B)(6) 2016 at 03:24 and no recovery was recorded. The patient was referred to a surgeon for pump replacement and pain medication was given to compensate for the pump not working. The cause of the issue was unknown. It was later reported on (B)(6) 2016 that the pump had stalled two and a half months ago and then restarted, but the rep was unsure of what had occurred since then. The pump was going to be replaced on (B)(6) 2016 and sent back to the manufacturer for analysis. The patient was receiving 6000 mcg/ml fentanyl at 4222.5 mcg/day. The patient's medical history included heart disease, pneumonia, depression, anxiety, skin cancer, chronic pain, and no allergies. The patient's concomitant medications included zanaflex, mobic, neurontin, cymbalta, metformin, potassium topamax, klonopin, trazodone, and baclofen.

Manufacturer narrative:
Conclusion code is being updated for this event. Eval code- result code no longer applies. Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaf t-bearing.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously applied conclusion code no longer applies.

Event description:
Additional information was received via a company representative. The pump was replaced on (B)(6) 2016. The explanted pump was returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.